Event description:
A hemodialysis inpatient user facility has reported that during treatment the pt experienced being hot, nauseated, and had loss of consciousness. Hypotensive episode with blood pressure dropping from 195/82 to 104/44. Heart rate went from 60 to 56 beats per minute. The machine alarmed heart rate low. Treatment was discontinued. The pt was administered oxygen and 2000ml of normal saline. Blood was returned to the pt. The pt regained responsiveness and was alert and oriented. The pt's blood pressure was 223/78 and heart rate of 102. The pt was transported to the emergency department via ambulance. The pt was admitted to the hospital for observation. On (B)(6) 2014, the physician discontinued optiflux 180nre dialyzer for the pt and the pt was prescribed a baxter dialyzer. The physician relates the reaction to the dialyzer. The sample is not available for the MFR's eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.